Event description:
It was reported an alert of back up operation was noted on the pacemaker that was in the box upon device interrogation prior to the procedure. The pacemaker was not used and replaced. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received operating in backup operation mode. Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. The device was found to be above elective replacement indicator (eri) level. Back up operation mode was not reproduced. Assessment of total projected longevity was performed and the device was found to have appropriate remaining longevity. Mechanical and visual examination was normal with no anomalies found.